Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 35 alarm due to critical pump error (open book image) alarm and unable to download the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received broken force sensor alarm. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was not dropped or bumped. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was advised to return of the device and revert to a back up plan. The insulin pump will be returned for analysis.